Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was explanted due to three inappropriate shocks. A surgical intervention was performed in order to resolved the issue. No more pertinent information was obtained from sales representative. No additional adverse patient effects were reported.